Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that ¿even when the charging level was displayed after charging had completed, the indicator did not show a full charge.¿ despite the recharger being completely charged, the patient¿s implantable neurostimulator (ins) charge level showed it was charged to 50%. The cause of the issue was unknown. It was noted there were no treatments performed and no measures taken; the issue remained unresolved at the time of report. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. The patient¿s ins remained implanted and in service at the time of report. It was noted the patient¿s hcp planned to ¿keep an eye on the situation and see whether or not the same phenomenon would occur¿ at a later date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the product is being used without issues and that the issue was not reproduced. No further complications are anticipated.